Event description:
A baxter repair technician reported an infusion pump with failure code 807:05 which occurred during service. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.